Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was analyzed and the customer reported complaint was not confirmed nor replicated. In artemis, no error was found indicating the fault, confirming the failure occurred in the field. During visual inspection, the unit came with no air filter or bezel. The vp was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error logs were inspected, but no error could be identified. The complaint was not confirmed based on the failure analysis. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, customer informed the technical support engineer (tse) that they experienced an issue where the video processor (vp) was not present, leading them to swap out vision side carts (vsc). The customer called from offsite and did not mention any troubleshooting actions taken. The tse noted that no issues were found in the logs. The procedure was aborted to another dv system with no reports of patient involvement.